Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomena, 1) device shut off, and 2) error code e03, occurred due to main board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was displaying an e03 error code due to a faulty printed circuit board. This board will require replacement. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus high flow insufflation unit loaner device, it was discovered that the unit¿s pressure sensor was malfunctioning. The unit was displaying an e03 error code. This event had no patient involvement.